Event description:
It was reported that the deep brain stimulation device was explanted because it stopped working after a hip surgery was performed with the patient. The device could no longer be interrogated with the clinician programmer. Monopolar diathermy was not used as they were aware pre-operatively of the implant. The patient was (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).